Manufacturer narrative:
The device will be not returned to the manufacturer.

Event description:
The manufacturer was notified on (B)(6) 2016, during the implantation the aortic root was accessed via a transverse aortotamy and the leaflets were excised. The surgeon then removed any calcium from the aortic annulus and sized the annulus using the percival valve sizers. The proctor guided the surgeon to size the annulus and found the large sizer to match the sizing recommendations. A large percival valve was collapsed and prepared for implant. The valve was implanted using 3 guiding sutures which were then removed. While coming off cardiopulmonary bypass a tee was performed. The tee showed perivalvular leak surrounding the valve on all sides. The surgeon and the proctor discussed the situation and agreed they should go back on cardiopulmonary bypass to explant the valve. After gaining access to the aorta the surgeon removed the valve and found the annulus was "elastic" and "loose". He also found that the valve was sitting a bit higher above the annulus. The surgeon resized the valve and found that the extra large would be better with the elastic annulus. The surgeon then requested the extra large percival valve and it was collapsed and prepared for implant. It was successfully implanted and verified on tee to have no perivalvular leaks or any central leaks. The patient needed to be put back on by-pass for the second percival implant. The patient left the or with a balloon pump. From our understanding the patient is recovering.

Manufacturer narrative:
The review of device history record (DHR) has been completed and results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s heart valve at the time of manufacture and release. As the patient was successfully implanted with a perceval xl, it can be concluded that the perceval size l was not a size compatible with the patient's annulus.